Event description:
A port vaxcel pasv was placed for therapeutic purposes. On a separate occasion, the catheter fractured 1-1.5 centimeters from the locking collar and then migrated to the right atrium. The fragments were later removed.